Manufacturer narrative:
Updated d4.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level was not impacted. The customer will reach out to their healthcare provider regarding a backup method of insulin therapy.